Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a medical agency that the customer got eczema from one year of sensor use due to an allergic reaction to the sensor plaster. The customer has had tests done and the customer is allergic to kolofonium and abitol. The agency reported that the customer's condition could become a serious issue in the future. The customer was wearing the sensor during the incident. Troubleshooting was not completed. The sensors will not be returned for analysis.